Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0tqyw, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40 , lot# va0tqyw, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare professional of a patient whose indication for use is parkinson's dual and movement disorders reported in (B)(6) 2015 there was an infection that had become a systemic infection. Area of the infection was the implantable neurostimulator and lead. A home health nurse had confirmed the infection. The whole system was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.